Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error which indicated there was the communication problem between the subject device and the video processor was displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and the image of the subject device was not displayed. Sorc found the image sensor failure of the subject device. There was no patient injury associated with this report.